Manufacturer narrative:
Block b3: exact date unknown, event occurred at the year of 2026. Block d6b: explant date: 2026. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Additional suspect medical device component involved in the event: model number/catalog number: unknown. Serial number: unknown. Batch/lot number: unknown. Model/catalog description: unknown. Unique identifier (UDI): unknown.

Event description:
It was reported via facility medwatch mw5188427 that patients two of the four spinal cord stimulation (scs) leads were removed due to abscess. It was unknown if abscess was device related. No further information could be obtained.